Event description:
A hospital in (B)(6) reported that the heater wire of an rt236 infant breathing circuit was found unattached from the plastic clip at the end of the tube. This was found during the setup of the system. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer for inspection. We will provide a follow up report with the results of our investigation.